Event description:
During the treatment of an aneurysm, it was reported that the guidewire had exited out of the catheter prior to the distal tip. Prior to use, it was also reported that the physician steam shaped the catheter tip. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned; the tip is partially separated at the point between the marker band and the end of the catheter braid. This separation is likely where the guidewire was reported to have exited. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.